Manufacturer narrative:
Correction: f10 product event summary: the full lead was returned and analyzed. The distal conductor of the lead became extrinsically fractured due to over-rotation and was extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, the physician was unable to fixate the lead into place. The lead was replaced. No patient complications have been reported as a result of this event.